Event description:
It was reported that the patient presented in-clinic for follow-up, and diagnostics images noted externalized conductors. The physician decided to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.